Event description:
The report from the affiliate indicated that during an interventional procedure, complications occurred requiring emergency surgery. The surgery was reported to be successful and the patient is well. The target lesion for the procedure was a very long and very calcified left anterior descending (lad) coronary artery. Only a non-complaint balloon was able to be used to pre-dilate the lesion. Three (3) cypher select plus stents were implanted in succession without problems. The physician decided to change out the atw guidewire as it was reported to have looked worn out. A boston scientific pt2 guidewire was then used. As the bsc pt2 ls wire was going through the three (3) previously implanted cypher select plus stents, it was reported to have snapped into two (2) pieces. No additional information is available as of to date.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2007-00231, # 9616099-2007-00232, and # 9616099-2007-0233.